Manufacturer narrative:
(B)(4). Date sent: 1/26/2017. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. In what procedure was the device used? Coloproctostomy. Who fired the device and what is his/her experience? Unknown. What type of leak test was performed? Unknown. What is meant by the anastomosis failed? It opened up. Were there any staple formation issues during the procedure? No. When removing the device, has the surgeon been instructed to only open the instrument one-half to three fourths revolutions? While meeting with the surgeon after the case, the sales rep explained and demonstrated the correct removal method to the surgeon. The sales rep was not present in the case. Why did the surgeon feel uncomfortable with the anastomosis from the competitor¿s device? Unknown. Is the colostomy temporary or permanent? Temporary. What is the current patient status? The patient is ok.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an anastomosis, the doctor fired the device, the staple line failed, rotated the knob three half turns and found the device difficult to remove. The doctor resected the tissue site and used a competitor's device to perform a second anastomosis. Being uncomfortable with the anastomosis from the second device, the doctor performed an additional loop ileostomy on the patient. The device was discarded.